Manufacturer narrative:
Device received with end cap broken off, loose drive support disk, cracked reservoir tube lip, cracked battery tube threads, missing end cap sticker and stained address/serial number label. Unable to perform displacement test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test or verify a33 alarm due to end cap broken off.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump alarmed compromised force sensor system. Customer reported drive support cap was not normal. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.